Event description:
A nurse from the hosp called to report that the customer was hospitalized for low bgs. The nurse wanted to retrieve the bolus history and clear the pump. It was stated that the pump would not be in use for the moment. The nurse also indicated that the bgs dropped to low then rise to high in an hour or two. Troubleshooting was performed.